Manufacturer narrative:
(B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Customer have another meter and discarded the true result meter mentioned on this complaint. Most likely underlying root cause: mlc-134-user has low glucose value. Note: manufacturer contacted customer on (B)(6) 2017 in a follow-up call in order to ensure the customer's condition since the initial call; on (B)(6) 2017 customer states that she checked her husband blood glucose and it was 30mg/dl , customer then went to the ER. He was diagnosed with low blood sugar, they administered glucose and recommend that he stop the glipizide for two weeks. Customer was released on (B)(6) 2017. Offered to replace product, customer declined. Glucose meter is working as intended.

Event description:
Consumer reported complaint for low blood glucose test results. Wife is calling on behalf of the customer. The customer's expected fasting blood glucose test result range is 100 - 110 mg/dl. At the time of the call, the customer felt well and did not report any symptoms. Wife stated that on (B)(6) 2017 she had called 911 for the customer because he was feeling weak and shaking; wife stated she did not test customer's blood sugar before she called 911 with the trueresult meter. When the paramedics arrived, they checked the customer's blood sugar with their meter and obtained a result of 42 mg/dl fasting. The paramedics administered medication and stabilized customer to 150 mg/dl non- fasting and advised that he monitor his blood sugar throughout the day. A few hours after the paramedics left, the customer took his medication (glipizide) and ate; customer performed a blood test using the trueresult meter and obtained a result of 53 mg/dl non-fasting. Customer also has a truemetrix meter and was advised to discontinue the use of the trueresult meter and test using the truemetrix meter. Phone call was then disconnected. Customer was called back and wife stated that she tested her husband with the truemetrix meter and obtained a result of 76 mg/dl non-fasting; customer is not concerned with the truemetrix result. Attempted to obtain results of concern from the trueresult meter, and wife stated that since the time the phone call was disconnected, she had thrown away the trueresult meter and was not able to provide the results of concern. Customer was advised to continue to use the truemetrix meter. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 08/31/2018 and open vial date at time of call is one week. The meter memory was not reviewed for previous test result history (customer stated she had thrown meter away).